Event description:
A report was received that a recently implanted pt was not able to charge. The physician determined there was fluid in the pocket and drained it. The pt was given approximately two weeks to continue healing and reported that she was able to charge correctly.

Manufacturer narrative:
This is the final report.